Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient underwent incision and drainage of abdomen at the location of the patients old removed driveline. The patient experienced drowsiness and was transfused blood and fluids. The patient was in stable condition. Log file analysis contained persistent pulsatility index events and unsustained low flow alarms with high pulsatility index on (B)(6) 2022 from 06:54-07:05.

Event description:
The patient was admitted to the emergency department on (B)(6) 2022 due to erythema, swelling, and pain around the driveline site. The patient then had elective incision and drainage of the driveline exit site where the old driveline was removed on (B)(6) 2022. The site of the bleeding was the surgical site and the bleeding resolved. It was reported that the patient had no records of low flow alarms after hemostasis was achieved. The patient's hemoglobin was back to baseline prior to discharge. The patient was discharged on (B)(6) 2022 with no further complaints.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient¿s driveline infection could not be conclusively determined through this evaluation. Review of the submitted log files confirmed low flow alarms; however, it was reported that the alarms resolved after hemostasis was achieved with blood and fluid transfusions. A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The submitted log files were reviewed and found that the pump operated at the set speed without issue. Multiple low flow events were captured on (B)(6) 2022 between 06:55:21 and 07:05:49 (per timestamp). The low flow alarm was activated 3 times. One of the low flow alarms was sustained for approximately 6 minutes. Elevated pulsatility index (pi) values were also noted during the low flow events. The system appeared to be operating as intended, and there were no other notable alarms active in the log file. The patient remains ongoing on (B)(6) with no further reported issues at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of this document lists driveline infection and bleeding as adverse events that may be associated with the use of the heartmate 3 lvas. Additionally, section 6 ¿patient care and management¿ lists infection as a potential late postimplant complication that may be associated with the use of the heartmate 3 lvas. This section includes information for caring for the driveline exit site as well as information regarding how to prevent and control infection. Section 6 provides information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range, as well as considerations for when there is a risk of bleeding. Section 1 of the IFU provides an explanation of all pump parameters, including flow. This section explains that pump flow is a calculated value that is estimated based on pump power. Section 4 ¿system monitor¿ provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm (liters per minute) and explains that changes in patient conditions can result in low flow. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. The heartmate 3 lvas patient handbook contains several sections with information about how to prevent and control infection as well as information for caring for the driveline exit site. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.